Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore. The patient reported the skin was peeling and confirmed a history of sensitive skin to different detergents and body products. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore. The patient reported the skin was peeling and confirmed a history of sensitive skin to different detergents and body products. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution. Supplemental report 8/31/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.